Event description:
The customer reported to customer service that the transformer housing for his wife's breast pump "has a crack in it after using it for a week."

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, he indicated that there was no smoke, sparking or fire, though after approximately 2 weeks of use, the transformer housing developed cracks near the prongs and eventually came loose, exposing inner electronics. He did not know what happened to cause the cracks - the power supply is typically left plugged in while not in use. He also indicated that no injuries were sustained as a result of the issue and that the product would be returned. However, as of the date of this report, the product has not been received. Though the product has not been evaluated, the customer reported a breach of the transformer housing, exposing inner circuitry, which is a safety issue. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Product samples were dropped three to five times from a height of 1.0m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored. Should the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.